Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the device was returned and analyzed; no anomalies were found.

Event description:
It was reported that during the implant of a cardiac recorder that several positions of the recorder were tested without finding a cardiac signal. The device was replaced and a signal found. No patient complications have been reported as a result of this event.